Event description:
The customer obtained false positive total beta-hcg results on serial serum samples from a single pt. The same samples were negative when tested on two alternate methods. Heparin treatment of a subsequent elevated sample drawn from this pt, gave a normal value. There was no report of pt harm as a result of this event.